Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) and continuous ambulatory pd therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by fever and cloudy pd effluent, further described as the patient noticed cloudy effluent during an evening exchange (date unspecified). On the same day as onset, the patient was hospitalized for the event. On same day, the patient began treatment for the peritonitis with cefazolin (one gram, once daily, intraperitoneally [ip]) and ceftazidime (1.5 gram, once daily, ip) for empirical therapy due to the antibiogram (antibiotic sensitivity test). Four days after onset the patient was recovered from the peritonitis and cefazolin/ceftazidime therapies were discontinued. On the same day, the patient began treatment with vancomycin (dose, frequency and route not reported) for an unknown indication. Six days after being admitted to the hospital, the patient was discharged. One week later, the patient discontinued vancomycin therapy. It was unknown if dianeal and extraneal therapies were ongoing. No additional information is available.